Event description:
It was reported that the external pulse generator (epg) turned off while connected to a patient. This was noticed when the patient's heartbeat was found on an electrocardiogram monitor. The battery was replaced but the epg did not turn on. The epg was exchanged for a new epg. The epg was returned to the manufacturer. The patient did not have any severe health hazards, no patient complications were reported as a result of this event.

Manufacturer narrative:
The unit was later returned to the united states for additional analysis. This analysis could not confirm the reported event of shut down, however it was confirmed that the device would not start up, it needs an update to the interconnect flex washer. This is why the device would not power on when received into service. During repair it was found that a partial engineering change order (eco) had been performed somewhere other than the us service, found that one washer had been stuck down to a boss and not the interconnect flex and that the paper backing was also in the case under the interconnect flex. It was also confirmed that the off key was stuck in a depressed state, main keypad had an intermittent collapsed off key. It was also noted that the lower case was broken, one side bail cover was broken and one was contaminated, and the ring cover and upper case were contaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that preliminary testing confirmed the reported event, the unit was unable to turn on. No anomalies were noted during visual analysis. An incoming functional test was unable to be performed due to the device being unable to power up. The off switch was noted to be dysfunctional. The key was half as responsive as a normal key. It was not collapsed or intermittent and it was not in a constant depressed state. A slight crack was also noted at the bottom of the casing. (B)(4).